Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion was located in the proximal and distal left anterior descending artery. A 2.75x24mm liberte stent was initially implanted. The physician then decided to place a 3.0x20mm liberte stent at the proximal portion. The delivery device was advanced through the guide catheter and when the physician began to deploy the device, the shaft broke, outside the pt, at the proximal portion of the shaft. The stent delivery sys was removed and the procedure was completed with another 3.0x20mm liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.